Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found. It was noted left ventricular (lv) lead capture thresholds wre not captured in save to disk data and lv pacing impedance is within range. Concomitant medical products: 8042 device implanted: (B)(6) 2010, explanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the patient experienced twitching following a routine device replacement procedure several years ago. It was noted the twitching resolved on its own post-operative and the lv lead remains in use, however, the lv lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.